Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while charging. The pump was not within abnormal temperature conditions. The customer's blood glucose level was 86 mg/dl. Reportedly, the customer was able to clear the alarm and resumed insulin delivery.